Manufacturer narrative:
Follow-up # 1 ¿ (07/24/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 6/28/2013 and 7/20/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter powered off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue occurred on the evening of (B)(6) 2013. The patient reported that at an unspecified time, prior to when the power issue began, she had developed symptoms of confusion, shaky, hot, tired and ¿felt like she was having a panic attack¿. The patient informed the csr that she manages her diabetes with oral medications and reported that she had not taken her diabetes medications for a couple of days prior to attempting to test with the subject meter. The patient reported that in response to the symptoms she took her oral diabetes medication(s), which helped alleviate her symptoms. At the time of troubleshooting, the csr noted that the subject meter was charged at the time she attempted to test and powered off. The alleged power issue remained unresolved. Although the patient developed signs/symptoms suggestive of a serious injury, there is no indication that the alleged meter issue caused and/or contributed to injury. The patient was symptomatic prior to when the power issue began and there was no indication there was delay in treatment. However, this complaint is being reported because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.